Event description:
The customer reported getting a generator download node message and the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced and the boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.